Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3822 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported facility has been placing PICC lines from (B)(6) 2014 with the same technique. Last PICC placements from left side (left arm) have faced the same problem ¿the last three catheters from the same lot have been curled from the end even if the internal stiffening stylet has been disconnected properly with slow technique.¿ this report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stiffening stylet is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Approximately 9.1 cm of the stylet was observed to be protruding from the t-lock on the luer hub of the catheter. A wide bend was observed in the stylet once it was removed, approximately 7.5 cm proximal to the distal tip of the stylet. No breaks or kinks were observed in the stylet. A microscopic observation revealed the weld tip of the stylet was present and no kinks or breaks were found in the returned stylet.

Event description:
It was reported facility has been placing PICC lines from 2014 with the same technique. Last PICC placements from left side (left arm) have faced the same problem ¿the last three catheters from the same lot have been curled from the end even if the internal stiffening stylet has been disconnected properly with slow technique.¿. This report addresses the first device.